Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 09) occurred with multiple cartridges. Reportedly, the customer had filled the cartridges with 280 units of insulin. A new cartridge was loaded resolving the issue. Blood glucose level was in the 300's mg/dl range.